Event description:
It was reported that this right ventricular (rv) epicardial lead exhibited high impedance and no pacing. A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: competitor implantable pulse generator (ipg) implanted: (B)(6) 2010. (B)(4).